Event description:
The biomedical engineer (bme) reported that the telemetry transmitter drops signal intermittently. No error messages are associated with the issue. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the telemetry transmitter drops signal intermittently. No error messages are associated with the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Central nurse's station model: ni sn: ni.

Event description:
The biomedical engineer (bme) reported that the telemetry transmitter drops signal intermittently. No error messages are associated with the issue. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the telemetry transmitter drops signal intermittently. No error messages are associated with the issue. No patient harm was reported. Investigation conclusion: the customer reported intermittent signal drops on a gz-130pa transmitter with no associated error messages. No troubleshooting was performed and the customer requested a warranty exchange. Signs of liquid exposure were noted on the returned unit, though the reported signal drop could not be duplicated during a 72-hour functional test, with rssi remaining within normal range throughout. Root cause: could not be determined. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1: 01/21/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 01/26/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 01/28/2026 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Central nurse's station model: ni, sn: ni. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes. H11 additional manufacturer narrative.